Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that four months after implant, during a follow-up visit, this right ventricular lead displayed loss of capture and undersensing. An x-ray revealed the lead was dislodged. In addition, there was a wall perforation at the septum-apical level and the lead tip had migrated towards the pleural cavity. The patient with this lead is asymptomatic. A lead revision is intended in the near future.

Event description:
Additional information was received. Subsequently a revision procedure was performed. This lead was removed, replaced and discarded by the facility. No further adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.